Event description:
It was reported during implant procedure that the right ventricular lead exhibited no sensing. When examined, the lead had a kink in it. The lead was exchanged. There were no patient consequences.